Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter would not blink when connected to the sensor. Blood glucose value was 10.5 mmol/l. Troubleshooting was performed and the customer was advised to remove the sensor. It was stated the sensor appeared to be retracted. It was then indicated that the sensor electrode fractured while in the customer¿s body. The sensor had been inserted for 1.5 hours and the needle was not hard to remove. It was advised to go to the doctor if needle/cannula was still in the skin. The sensor will be returned for analysis.